Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk (tp trunk) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance while advancing a cat6 through a non-penumbra sheath and, consequently, the tip of the cat6 became kinked and ovalized. Therefore, the cat6 was removed, and the procedure was completed using a new cat6 and a new sheath. It was reported that the original sheath was incompatible with the cat6. There was no report of an adverse effect to the patient.